Event description:
This is a report of a homechoice cassette that leaked. This occurred during drain three of five of peritoneal dialysis setup or therapy. The patient was connected at the time of the leak. The patient noticed the heater plate was went. There was nothing unusual found during troubleshooting that would cause or contribute to the reported leak. The technical services representative assisted the patient to end therapy and advised the patient to complete therapy by using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available. The complaint was opened to address the potential leaking cassette.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.